Event description:
It was reported that when the asymptomatic patient presented for device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. After a successful dft was performed, oversensing was observed. The lead was capped and replaced. The patient was fine after the event.